Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord and surge suppressor. System operates as intended. (B) (4).

Event description:
Customer reported no power to the c arm. No patient injury was reported.